Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: lump/nodule : unable to observe since it is a medical event and is not related to the device. Granuloma: unable to observe since it is a medical event and is not related to the device. Lymphadenopathy: unable to observe since it is a medical event and is not related to the device. Inflammation/ irritation : unable to observe since it is a medical event and is not related to the device. Cyst-ndr: not applicable as the event is not related to the device. Additional observations: deformation observed on the device. No further actions are required as the device was implanted.

Event description:
A healthcare professional reported a patient experienced the events of ¿biopsy breast and ganglion showed non-necrotizing granulomatous reaction¿, ¿diagnosis hypothesis is a sarcoid type reaction to silicone¿, ¿sarcoidosis-like granulomas¿, ¿oval nodule with indistinct margins¿, ¿lymph node enlargement in the bilateral internal mammary chains¿, ¿non-necrotizing chronic inflammatory process¿, and ¿retention cyst in the maxillary sinuses¿. The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
A healthcare professional reported a patient experienced the events of ¿biopsy breast and ganglion showed non-necrotizing granulomatous reaction¿, ¿diagnosis hypothesis is a sarcoid type reaction to silicone¿, ¿sarcoidosis-like granulomas¿, ¿oval nodule with indistinct margins¿, ¿lymph node enlargement in the bilateral internal mammary chains¿, ¿non-necrotizing chronic inflammatory process¿, and ¿retention cyst in the maxillary sinuses¿. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and lymphadenopathy.

Event description:
A healthcare professional reported a patient experienced the events of ¿biopsy breast and ganglion showed non-necrotizing granulomatous reaction¿, ¿diagnosis hypothesis is a sarcoid type reaction to silicone¿, ¿sarcoidosis-like granulomas¿, ¿oval nodule with indistinct margins¿, ¿lymph node enlargement in the bilateral internal mammary chains¿, ¿non-necrotizing chronic inflammatory process¿, and ¿retention cyst in the maxillary sinuses¿. The device remains implanted.